Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) delivered a shock to the patient during an electronic stimulation therapy session at the chiropractor's office. Afterward the shocks continued and the patient presented to the ER where an interrogation of the ICD noted a shorted lead indicator, high pacing thresholds, and noise on the the stored electrograms.